Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 3.5x12 mm trek nc, guide wire: bmw universal ii. (B)(4). The device was not returned for evaluation. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery with moderate tortuosity and moderate calcification. After pre-dilating the lesion using a 2x12 mm trek balloon, a 3.5x15 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was implanted. The stent was post-dilated using a 3.5x12 mm trek nc balloon catheter and a distal edge dissection was noted. A 3.5x28 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.